Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform pedicle screw system, while final tightening a lock screw, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was removed and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
Occupation: inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation - the tip of the driver is fractured with the fracture skewed at a severe angle relative to the plane that is normal to the driver's longitudinal axis. The orientation of the fracture plane is indicative of bending moment application in combination with torsional loading. The fragment of the hexalobe that is still present is rotated counterclockwise. It is unclear why it is rotated in that manner when it was noted that the lock screw was being tightened. It is unclear if crack initiation from prior usage may have played and role in this failure. Review of device history records found ten (10) pieces of lot 12514ts were released for distribution on 3.2.2021 with no deviation or anomalies. No corrective actions are being recommended since the failure appears to be associated with bending moment application which can cause these types of failures, correct counter torque wrench application can mitigate bending moments from acting on the tip.

Event description:
It was reported that a procedure was performed on (B)(6), 2023, utilizing the reform pedicle screw system, while final tightening a lock screw, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip was removed and the procedure was completed utiizing the second driver readily available in the set. There was no patient injury or delay to the procedure.